Manufacturer narrative:
The srt replaced the flowmeter. The unit operated to the manufacturer's specifications. D4. 'Primary unique device identification (UDI) number' and h4. 'Device manufacturer date' are blank as this is a subcomponent of a finished good. The applicable UDI associated with the finished good that the component was being installed into at the time is (B)(4), with a manufacture date of (B)(6) 2023. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the flowmeter test results were out of range causing a failure. There was no patient involvement.